Manufacturer narrative:
Device not returned.

Event description:
The product manager in (B)(4) reported a "breakage of the involved screws."

Manufacturer narrative:
Without a lot number the device history records review could not be completed. No further details or data were provided after all the follow ups were conducted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No product returned.

Event description:
The product manager in (B)(6) reported a "breakage of the involved screws."